Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. The engineering evaluation showed the following. The (B)(4) gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned for analysis. The endoprosthesis was not returned for evaluation. The catheter was returned and the white outer deployment knob was reattached to the catheter with the white fiber exposed from the junction of the outer deployment knob and the catheter. There were kinks in the returned catheter, lock pin and constraining loop wire. Engineering measured the returned deployment line length and it measured to be approximately 94 cm from the end of the handle. This length is shorter than the expected length of deployment line from a full deployment, indicating that the returned deployment line is incomplete. Engineering examined the end of the deployment line. The fiber was frayed and elongated which are attributes of a tensile failure. Engineering observed fraying at the ends of the fiber, however engineering is unable to confirm that it was broken when the distal end of the endoprosthesis was just starting to flower. Engineering was also unable to confirm the resistance that the physician felt when he loosened the white outer deployment knob with the currently available information. The cause for the deployment line breaking or resistance felt during removal of the white outer deployment knob could not be determined with the currently available information.

Manufacturer narrative:
(B)(4). A review of the manufacturing paperwork is being conducted.

Event description:
It was reported to gore that a gore® excluder® aaa endoprosthesis featuring c3® delivery system was used for treatment of an abdominal aortic aneurysm. There had no difficulty during advancement to the target lesion. However, a resistance was felt when the physician loosened the white outer deployment knob by turning it 90°counter-clockwise and pulled the deployment knob straight out from the catheter handle. The deployment line was reportedly broken when the distal of endoprosthesis just starting to flower. The deployment could not continue. The physician retracted the device completely and use a difference size of gore® excluder® aaa endoprosthesis featuring c3® delivery system to complete the procedure successfully. After the device was retracted out of the patient, the physician tried to pull the broken end which was still connecting to the endoprosthesis, the endoprosthesis was easy to deploy without any resistance.